Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. If a sample is not received, a no sample investigation will be conducted and upon completion of the investigation, a supplemental report will be submitted. It is unknown if a sample is available for evaluation.

Event description:
It was reported that while a nurse was injecting a patient with a bd autoshield duo pen needle, the safety mechanism on the patient end of the device did not release and the nurse stuck herself with the used needle. The nurse went to an emergency department where treatment was provided, however it is unknown what specific treatment(s) was/were given.

Manufacturer narrative:
Results: 20 samples (1 open without the outer cover, and 19 sealed) were returned for evaluation. The open sample was visually/microscopically examined and was observed to be fully and properly activated. The red band was visible and all shields (inner, outer, and np) were all activated properly without any observed defects. All sealed samples were also tested and all were able to activate properly without any observed defects. A review of the device history record revealed two quality notifications ((B)(4)) during the manufacture of the reported lot number 4244690. (B)(4) was for "no activation of the pe side" and (B)(4) was for "slow activation and no activation on the pe side". Conclusion: an absolute root cause for this incident cannot be determined. The investigation of the returned samples revealed no irregularities, however a review of the device history record showed quality notifications for no activation of the pe side ((B)(4)) and slow/no activation of the pe side ((B)(4)). The root cause for (B)(4) is that the qa technician did not perform manual activation correctly. A corrective action was taken to train all qa technicians on how to perform manual activation. The root cause for (B)(4) is that the inner shield finger was bent during the arming process on cell 30 due to a misalignment of pins on position #1 of 4. A corrective action was taken to align the arming pins on cell 30 and a sample size of 1197 was taken after the alignment was done and no issues were found. (B)(4).